Event description:
In 2004, the pt experienced dizziness and decreased hearing abilities, when using their cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explanted/implantation surgery has not yet been scheduled. The healthcare professional has informed that the explanted device should be returned to cochlear ltd.